Manufacturer narrative:
B3 date of event is estimated. Replacement columns are accessories and are not returned for evaluation.

Event description:
It was reported that the patient's unit was not producing enough oxygen and displayed a service soon message as well as system hot. As a result, the patient's breathing worsened and their levels were dropping. Troubleshooting did not resolve the issue. Replacement columns were sent to address the issue. However, the issue persisted after the patient replaced the columns in their unit. The inogen team attempted to contact the patient for further information three times with no response.